Event description:
As reported, approximately seventeen years post initial right tha, this (B)(6) male patient presented with apparent hip liner that wear leading to instability. Patient has a successful revision surgery. Patient hip liner and femoral head was removed and replaced. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device will be return.

Manufacturer narrative:
Concomitant medical products: ceramic head 28mm +5 neck (cat# 2-28l / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) the revision reported was likely the result of long-term prosthesis wear secondary to being implanted for 17 years. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.